Event description:
It was reported that a patient experienced sepsis and subsequently died coincident with peritoneal dialysis therapy. The patient was hospitalized prior to death for an unrelated indication. On the same day as the onset of sepsis, the patient died while in the hospital. The cause of death was sepsis. Dianeal and extraneal therapies were ongoing until the time of death. It was not reported if the patient was performing therapy at the time of death. It was not reported whether an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.